Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge, not properly cycling the cartridge, and wearing the pump in the sleeve with cartridge tubing facing up. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin delivery.